Event description:
A pt in italy experienced swelling, redness and induration at injection sites "some days after" being injected with bovine collagen in the globella and nasolabial lines. The pt was given a prescription for oral corticosteroids.